Event description:
A device report from (B)(6) indicated a hospital reported: a responsible person of the hospital found that threads on the plate holes tear off/stripped when tightening. After pervading of the fibers through the proximal thread holes, the fibers tear off when tightening. There was no patient involvement. This is 12 of 13 reports for this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The investigation found that the thread holes of the lcp plate can cut the uspu threads.

Manufacturer narrative:
This device is used for treatment, not diagnosis. The as received condition of the plate is that the surface anodize is slightly discolored from gold to pink consistent with normal handling. There are some scratches to the anodized surface in the neck area of the plate and on the top and bottom surface of the head. All threaded and non-threaded holes have the normal anodized surface finish with no damage evident.

Manufacturer narrative:
The raw material and device history records were reviewed and nothing was found that would cause or contribute to the reported condition.